Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation therapy. In turn, surgical intervention was undertaken to explant and replace the scs system on (B)(6) 2016 with a drg system. During the procedure, the physician elected to only explant the patient's scs ipg and the patient's scs lead remains in situ.